Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an air leak message on the display. The staff noted kink in the tubing. The nurse walked through straightening of lines and placement of blankets to assist where the tubing lays over the portholes. The nurse disconnected, rotated the connectors to 180 degrees and reconnected. The arctic sun device had flow rate at 1.1 l/m-0.9l/m and holding steady. No additional alerts or air leak message. The nurse stated that they were good. Ms&s advised to call back with any changes or questions. Left the message regarding the case. Per follow up via nurse on (B)(6) 2020, the arctic gel pads had been disposed of and could not recall the pad size as the event was a couple of weeks ago. The nurse said the patient completed the therapy. The flow rate would not increase much beyond what it was when troubleshooting with the helpline.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to " shipping or handling damage caused to the device." It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received an air leak message on the display. The staff noted kink in the tubing. The nurse walked through straightening of lines and placement of blankets to assist where the tubing lays over the port holes. The nurse disconnected, rotated connectors 180 degrees and reconnected. The arctic sun device had a flow rate of 1.1 lpm-0.9 lpm and holding steady. No additional alerts or air leak message was observed. The nurse stated that they were good and extremely busy with multiple nurses talking during the call. Ms&s advised the nurse to call back with any changes or questions. Per follow-up via nurse on (B)(6)2020, the arctic gel pads were disposed off and could not recall the pad size as the event was a couple of weeks ago. The nurse said the patient completed the therapy. The flow rate did not increase much beyond what it was when troubleshooting with the helpline.